Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Information from the complaint indicated the device was in good condition prior to use, no resistance was encountered during delivery, the anatomy was not tortuous; however, there was intermittent flush during use. Although there are many potential causes for the reported issue and because the device was not returned for analysis the exact cause for the reported issue cannot be determined.

Event description:
It was reported that the guidewire broke during advancement through the microcatheter. The physician removed the microcatheter and guidewire together without clinical consequences to the patient.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that the guidewire broke during advancement through the microcatheter. The physician removed the microcatheter and guidewire together without clinical consequences to the patient.